Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the distal section. The physician went to deploy the device in the m1 segment of the middle cerebral artery (mca) and could not get the device to open after several maneuvers to facility opening. Their was an acute turn at the origin of the common carotid artery as well as tonsular loop in the internal carotid artery (ica). The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured saccualr aneurysm in the left ica. The max diameter was 4mm and the neck diameter was 4mm. The distal landing zone was 4mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported.  Ancillary devices: terumo 8 f sheath, ballast and phenom plus guide catheter, phenom 27 microcatheter, guidewire

Manufacturer narrative:
Product analysis (B)(4): drawing(s) referenced: n/a .as found condition: the pipeline flex shield braid was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex push wire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was reheated. In addition, the proximal and distal ends could not be identified. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.